Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a balloon rupture occurred. The target lesion, which was located in the left anterior descending artery (lad), was pre-dilated with a 2.5x9mm maverick balloon. The physician attempted to place a 3x12mm promus drug-eluting stent (des), but due to the calcification, the catheter was unable to advance. When the stent delivery system (sds) was removed, the stent got stuck and dislodged from the balloon. The stent was unable to be snared. The physician attempted to crush the stent against the vessel wall, but the 1.5x20mm maverick balloon burst when it was inflated to 20 atmospheres for 60 seconds. A 2.0x12mm quantum maverick balloon successfully crushed the stent against the vessel wall. The procedure was completed with 2.75x12mm taxus express2 drug-eluting stent (des) that was placed on the 3x12mm promus stent. There were no serious injuries to the patient and the patient's current condition is listed as "ok".

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A labeling review identified that the device was not used per the model-maverick 2 monorail directions for use (dfu) / labeling. The complaint report states that the physician inflated the balloon to 20 atmosphere which exceeds the balloon burst rate pressure. The complaint also states that the lesion was calcified which may have been a potential contributing factor. Taking into consideration the thorough evaluation conducted at the cis and the details of the complaint, the most probable root cause classification is user error.